Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron lx 20 clinical chemistry system (lx20) generated high sodium (na) results. Customer reported that three different doctors questioned the high results. Customer reported that the samples were re-ran on the lx 20 and the other lx 20 in the laboratory after the doctors questioned the results. Customer reported that the other lx 20 in the laboratory gave normal results. Customer reported that only na results >145 mmol/l were affected. The na results in the lower ranges were acceptable. Customer reported that quality control (qc) exceeded lab-established ranges once on the day of the event, but the operator ignored the out of range qc. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) noticed blue growth in the flowcell. The fse decontaminated the flowcell. The fse replaced the carbon bridge and line #23. The fse verified performance of the lx 20.

Manufacturer narrative:
Results: carbon bridge, flowcell.